Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
After placing mechanical ventilator on patient ventilator, it worked correctly. Approximately 3-5 minutes later, the ventilator stopped ventilating, indicated via front panel that the safety-valve was open and patient not being ventilated. Immediately, the patient was removed from ventilator and an ambu-bag was used to ventilate and oxygenate the patient. Another ventilator was obtained and placed on patient. There were no observable ill effects to the patient.

Event description:
User received an erroneous glucose result on one sample obtained from a clinic patient. The user stated it was a small sample which was aliquoted into a biocup for initial and repeat testing. Initial result gave 42 mg/dl accompanied by a data flag and this result was reported to the doctor. The doctor contacted the patient instructing the patient to eat something to raise her glucose. The original sample was auto-repeated by the analyzer giving 98 mg/dl. A second sample from the patient was aliquoted into a biocup and tested which also gave 98 mg/dl. The doctor was called with the updated glucose result of 98 mg/dl. The patient was contacted directly by the lab notifying the patient that her glucose was within the normal range. It is not known if the doctor recommended further treatment. The laboratory does not believe the patient was adversely affected by the physician's recommendation to eat something. The laboratory also sated they do not believe the initial result was put on the patient's chart. The field service representative could not find a cause. Performance tests were run with all results within specification.

Manufacturer narrative:
A specific root cause could not be identified. Pipetting accuracy checks were performed to verify analyzer performance. No malfunction was detected. Based on information provided, pre-analytical handling was the most likely cause of the low glucose result. The customer reports no further incidents have occurred. No adverse event was reported.